Manufacturer narrative:
Medtronic tech services emailed rep about the camera troubleshooting. No pt impact was reported.

Event description:
Site reported that despite having the camera positioned optimally during surgery, the system was not tracking properly during a cranial biopsy procedure. No impact on pt outcome reported.